Event description:
During use, the endoscope was deflected at a medium angle, estimated to be between 20 and 25 degress. The tip of the probe detached from the body of the device and was left to pass naturally through the gastrointestinal tract. No injury to the pt was reported. The pt did not require an additional medical treatment due to this occrrence.